Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having an unstable shoulder and possible infection. Needing a potential revision of the glenoid component and downsizing of the humeral head component. The representative was given information of previous surgery and components that were in place. During surgery the surgeon removed the humeral head and exposed the glenoid; the glenoid was removed and many specimens were sent to the lab including the entire glenoid. There was a large cavity of bone and the surgeon stated it would not support another glenoid at this time. The surgeon stated he did not want to use a huge amount of cement to fixate the glenoid in the event the lab results did show infection. The surgeon elected to pack cavity with cancellous bone chips and demineralized bone matrix (dbm) putty he then trialed the replacement foundation humeral head and picked the most stable size.